Event description:
Complaint reported by (B)(4), medical director: call received from (B)(6). Patient had consistent pain after scoliosis surgery in 2011. Surgery date; (B)(6) 2011. Device involved: 1799-02-525; 1799-02-530, 1799-02-535; 1799-02-545; 1799¿63-450; 1894-03-206. Patient was found to be allergic to vanadium. (B)(6) was calling to obtain general patient allergic information to our devices.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.